Event description:
It was reported that the right ventricular (rv) lead had high thresholds with exit block, high impedance, and a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.